Manufacturer narrative:
A direct correlation between the report of stroke and the device could not be determined through this evaluation. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists stroke, bleeding, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 38 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 for unspecified symptoms and a CT scan revealed an embolic stroke with a small conversion to a hemorrhagic stroke. The inr was reported to be sub-therapeutic prior to the stroke. There had been no reported changes to the patient's anticoagulation regimen, and the patient has a care giver assisting with their medication. On (B)(6) 2016, it was reported that the patient had visual and cognitive deficits post-stroke. The patient's last inr, on an unspecified date, was therapeutic at 2.96. The patient¿s inr and blood pressure are being closely monitored. There were no reports of the patient¿s blood pressure being out of range. The patient was discharged home on an unspecified date.